Event description:
It was reported that the patients ipg was not holding a charge like it used to and needing to charge frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in the beginning (B)(6) 2021, based on the date the manufacturer became aware of the event.